Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 75% target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rota burr and rotawire were selected for use. During the procedure, ablation was performed twice at 190,000 rpm. Upon withdrawing, removal difficulty occurred and the rotawire got stuck with the burr. Both devices came out together. The procedure was completed using another wire and burr. There were no patient complications.

Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. During wire insertion test, analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. No other issues were identified during the product analysis. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. E1-initial reporter city: (B)(6).

Event description:
It was reported that the rotaburr was stuck with the rotawire. The 75% target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rota burr and rotawire were selected for use. During the procedure, ablation was performed twice at 190,000 rpm. Upon withdrawing, removal difficulty occurred and the rotawire got stuck with the burr. Both devices came out together. The procedure was completed using another wire and burr. There were no patient complications.